Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator (ipg) was replaced. Reportedly, the patient controller was displaying "replace generator soon" message, connection with the ipg was not possible indicating the ipg battery had reached end of service. It was undetermined if the ipg battery depleted prematurely. The procedure was completed without complications, and stimulation therapy was restored postoperatively.